Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is exhibiting premature battery depletion. A boston scientific engineer reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. Device replacement was discussed. The patient will continue to be followed by remote monitoring. No adverse patient effects were reported. The device remains implanted at this time.